Event description:
A power on reset (por) condition occurred, the error code was not available. The company representative was meeting with the patient for a normal reprogramming session. When the implantable neurostimulator (ins) was interrogated, the por message was displayed and the clock had to be set. The patient did not notice seeing the message or any abnormal message on the patient programmer (pp). The patient did not have any problems with the stimulation nor did he mention that the stimulation had ever turned off. The patient had the ins on prior to coming in to the appointment, but he did turn it off while he was driving so the stimulation was turned off when he came in for the appointment. The ins was off when the company representative initially interrogated it. The cause of the por was not determined. The por was cleared at the appointment and impedances were checked which were within normal limits. The ins status read okay. Reprogramming session resumed as normal. The patient was reprogrammed to get more coverage in the left hip which was successful. The patient was doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).